Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump had cracked case at display window corners, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call of high and low readings and damage from the insulin pump. The customer woke up with blood glucose of 40 mg/dl. The customer also had high readings of 300 mg/dl. The customer reported a crack to the right hand corner of the lcd screen. The customer stated the basal rates changed since he found the crack. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.